Event description:
The patient ((B)(6)) was recently implanted with two percutaneous leads (same lot) in the occipital region (off-label). These devices replaced a surgical lead which was explanted due to high impedance (reference MFR report number 1627487-2012-00519). It was reported the patient is not receiving stimulation but rather is experiencing pressure and stinging from the new leads. No issues were observed with respect to impedance. An appointment has been scheduled for further review.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.